Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with weak battery, battery out limit and unexpected restart alarm. The customer's blood glucose level at the time of incident was 514mg/dl. The customer treated the high with the pump. Troubleshoot was conducted. The customer was advised the pump experienced an unexpected restart. The customer was advised to monitor the device and call back if issues persist.